Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
Ercp was planed to parform with zebd-7-7. During the procedure, situation was a wire guide (olympus/visiglide2) pierced the middle of pigtail and made a hole. So another same product (lot# unknown) was placed and was completed the procedure. No health hazard. 1 for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact? Prior to open the package. 2 what was the target location for the stent? Biliary duct. 3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. 4 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Olympus/visiglide2. 5 was the wire guide lubricated prior to use? Yes. 6 was the device at the centre of the complaint inspected for damage prior to use? Yes. 7 was the wire guide inspected for damage prior to use? Yes. 8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Unknown. 9 if yes please indicate the procedure performed. 10 did the patient involved exhibit altered anatomy or tortuous anatomy? Unknown. 11 if not with the device in question, how was the procedure finished? Another same product (lot# unknown) was placed and was completed the procedure. 12 did the patient require any additional procedures as a result of this event? No. 13 what intervention (if any) was required? 14 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 15 were any other defects observed on the device prior to return (other than the reported complaint issue)? No. 16 was a straightener used to straighten the stent? Yes. 17 (if any damages were confirmed prior to use)was the package damaged? No. For complaints occurring during use (once in contact with endoscope) also ask: 2 what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus/rpn unknown. 3 does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes. 6 was resistance encountered when advancing the wire guide to the target location? Unknown. 7 was resistance encountered when advancing the introduction system in place to the target location? Unknown. 8 how did the physician deal with this resistance? 9 how did the physician determine the length of the stent to be used for the procedure? 10 where was the stricture located in the duct? 11 was the stricture dilated prior to placing the device? Unknown. 12 was resistance encountered when advancing the stent through the obstructed area? Unknown. 13 after placement, was stent position verified? N/a. 14 if yes, please describe how. 15 please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. 16 did any section of the device detach inside the endoscope or patient? No. 17 if yes, please specify what section of the device broke off: 18 please indicate whether the device broke in the endoscope or in the patient? 19 was the broken device retrieved? 20 if yes, please indicate what tools were used during retrieval. 21 were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. No. 22 if yes, please indicate what modifications were made: 23 please indicate why the modifications were necessary. 24 please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Yes, wire guide. 25 did the patient require any additional procedures as a result of this event? No. 26 what intervention (if any) was required? 27 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 28 were any other defects observed on the device prior to return (other than the reported complaint issue)? No. 29 if yes, please specify what was observed and where on the device it was observed.

Manufacturer narrative:
Device evaluation: the 01 x zebd-7-7 zimmon biliary stent set of lot number c2050378 involved in this complaint was returned for evaluation, opened within the original packaging. With the information provided, a physical examination and document-based investigation was conducted. This file captures an incorrect size wire guide used on the device which has been attributed to user error. This file is related to (B)(4): user error ¿ incorrect size wire guide used with the replacement device the device related to this occurrence underwent a laboratory evaluation on 14/sept/2023. The lab evaluation notes, and lab attendees can be verified in the ¿returned product-notes ¿section. The returned device lab examination findings and observations can be referred through attached files. On evaluation it was noted that the stent and the catheter returned, pigtail straightener not returned, a slight kink observed on the 2nd and 3rd porthole of the tapered end, no other damage observed. A 0.035" wire guide does not pass the kinks. User /use related complaints is considered foreseen misuse. Its is unknown how the device will perform outside of instructions for use and /or labelling requirement. The user has not complied with the requirements of the IFU and /label. Trending will monitor if any further investigation is required. Manufacturing records review: prior to distribution all devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. The failure mode has not previously occurred with lot c2050378. Based on the information to date, there are no manufacturing issues with lot c2050378. Instructions for use /or label review: it should be noted that in the japanese packaging insert (c-es0202m18): states: ¿choose a wire guide with outer diameter 0.035 inch (0.89mm) for use with this product". It also says "remove this product from the package and inspect with particular attention to bends, kinks and breaks". The japanese packaging insert (c-es0202m18) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. There is evidence to suggest that the customer did not follow the packaging insert. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of user error can be attributed to the use of a smaller than required with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent, it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Confirmation of complaint: the complaint confirmed based on visual and/or functional inspection. Corrective action/correction: CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Summary of investigation: failure identified: user error - smaller than required selected for use. Confirmed quantity of 01 device, reported used. Investigation findings conclude a definitive root cause of user error can be attributed to the use of a smaller than required size wire guide with the device. Complaint is confirmed based on visual and/or functional inspection. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 22-feb-2024.

Manufacturer narrative:
Device evaluation: the 01 x zebd-7-7 zimmon biliary stent set of lot number c2050378 involved in this complaint was returned for evaluation, opened within the original packaging. With the information provided, a physical examination and document-based investigation was conducted. This file captures an incorrect size wire guide used on the device which has been attributed to user error. This file is related to (B)(4): user error ¿ incorrect size wire guide used with the replacement device images provided show the device with kinks on the 2nd, 3rd and 5th porthhole. A hole is also visible on the 2nd porthole near the kink. The device related to this occurrence underwent a laboratory evaluation on 14/sept/2023. The lab evaluation notes, and lab attendees can be verified in the ¿returned product-notes ¿section. The returned device lab examination findings and observations can be referred through attached files on evaluation it was noted that the stent and the catheter returned, pigtail straightener not returned. A slight kink was observed on the 2nd, 3rd and 5th porthole of the tapered end. Hole observed near 2nd porthole close to the kink. A 0.035" wire guide does not pass the kinks. User /use related complaints is considered foreseen misuse. Its is unknown how the device will perform outside of instructions for use and /or labelling requirement. The user has not complied with the requirements of the IFU and /label. Trending will monitor if any further investigation is required. Manufacturing records review: prior to distribution all devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. The failure mode has not previously occurred with lot c2050378. Based on the information to date, there are no manufacturing issues with lot c2050378. Instructions for use /or label review: it should be noted that in the japanese packaging insert (B)(6) states: ¿choose a wire guide with outer diameter 0.035 inch (0.89mm) for use with this product". It also says "remove this product from the package and inspect with particular attention to bends, kinks and breaks". The japanese packaging insert (B)(6) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. There is evidence to suggest that the customer did not follow the packaging insert. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of user error can be attributed to the use of a smaller than required with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent, it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Confirmation of complaint: the complaint confirmed based on visual and/or functional inspection. Corrective action/correction: CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Summary of investigation: failure identified: user error - smaller than required selected for use. Confirmed quantity of (B)(4) device, reported used. Investigation findings conclude a definitive root cause of user error can be attributed to the use of a smaller than required size wire guide with the device. Complaint is confirmed based on visual and/or functional inspection. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental correction report is being submitted due to updates to the lab notes on 25-mar-2024.